Event description:
The customer called and reported the insulin pump screen went blank. When inserting a new battery, the insulin pump alarmed with battery out limit. Customer's blood glucose was 151 mg/dl. The caller stated the insulin pump was not bumped, dropped, or exposed to moisture. Customer declined further troubleshooting, stating the pump seemed to be working.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.